Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0139928. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-06-15. Medical device lot #: 0139929. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-06-03. Investigation summary: twelve 1ml syringes were received and evaluated. Eight were in blister packs from batch 0139928 and three were from batch 0139929 with three opened and eight fully sealed. One syringe was loose. It was observed the loose syringe had small cosmetic scratches near the collar area that did not affect the for fit or function of the device which was acceptable per product specification. Six of the syringes had small black embedded foreign matter particles. Three of the syringes had the particles almost exclusively in the step under the flange and three had the particles throughout the entire barrel. The particles appeared to be burnt plastic with each of the six-syringes contained at least one particle larger than level 3 in size, which were rejectable per product specification. Three of the syringes had streaks of brown embedded discoloration on the plunger rods that appeared to be burnt plastic. Each of the plunger rods had streaks larger than level 3 in size, which were rejectable per product specification. Two of the syringes did not have any visual defects. All the barrels were from mold l-78 cavities 2, 22, 23, 25, 27 and 30. The plunger rods were from mold c-220 cavities 5, 68 and 94. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batches 0139929 and 0139928 considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 bd syringes with the luer-lok¿ tip in lot 0139928, and 12 in lot 0139929 had black, brown, and/or white foreign matter/smudges/marks in them. The following information was provided by the initial reporter: "multiple units with a variety of dirty marks. Multiple black contaminants dispersed through syringe barrel. Dirty brown smudge marks on inside white plunger, streaks. Long white streaks and multiple long scratches down syringe barrel".